Manufacturer narrative:
Block b3: exact date unknown, event occurred early year 2024. Block d6b: explant date: february 2025. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 7117816 UDI: (B)(4). Product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 7118347 UDI: (B)(4). Product family: scs-lead fixation upn: m365sc43160 model: sc-4316 batch: 30669280 UDI: (B)(4).

Event description:
It was reported that the patient experienced increased pocket pain despite of the pocket revision (MFR. Report no. 3006630150-2024-04290) that they had. It was also noted that the patient had inadequate pain relief. The patient underwent a spinal cord stimulator (scs) system explant procedure. No further information could be obtained despite good faith efforts.